Event description:
Patient with a history of painful vaginal mesh and strictured urethra. She was noted to have a prominent wad of anterior vaginal wall mesh. Although this mesh was not tender and it was not extruded, the recommendation was to remove it because it was felt that it may be contributing to some of her lower urinary tract symptoms.